Manufacturer narrative:
All buttons function properly; however, moisture damage was found on the keypad traces. No button error alarm noted during testing. The unit had a minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads. No ramping numbers on their own or scrolling bar moving anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.